Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pumps beeping air in line: what regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? False alarm. Please provide a full detailed description of the treatment settings: unk. Rate, vtbi, time. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? Unk. After the alarm appeared, was the line re-primed? Unk. Did the alarm occur again after re-priming the administration set? Unk. Was air visibly detected in the line? No. How did the staff try to resolve this issue? By using another pump. Was the issue resolved? No. Human harm: no. Need for medical intervention: no. Delay in therapy: yes".

Manufacturer narrative:
Distributor information: (B)(6). Exemption number, e2014005 q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: pump displays 'air in line' alarm.

Event description:
The event was reported by a customer from USA: "pumps beeping air in line 1. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? False alarm. 2. Please provide a full detailed description of the treatment settings: unk. A. Rate: b. Vtbi: c. Time: 3. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? Unk. 4. After the alarm appeared, was the line re-primed? Unk 5. Did the alarm occur again after re-priming the administration set? Unk. 6. Was air visibly detected in the line? No. 7. How did the staff try to resolve this issue? By using another pump. 8. Was the issue resolved? No. Human harm: no. Need for medical intervention: no. Delay in therapy: yes."

Manufacturer narrative:
G.1 distributor information: (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Update from september, 05 2024: this report (ref 3010293992-2016-00201) from 2016 is re-submitted due to FDA request received via email on 29th of august, 2024 by (B)(4), problem report specialist in the MDR data systems team. Please note that not all fields from the original report are available in the current format. Where applicable, missing information has been provided here in the comments section. 1) uf/importer report #: (B)(4). 2) f1. User facility or importer: importer. 3) f2. User facility/importer number (B)(4). 4) f6. Date uf/importer became aware of event (mm/dd/yyyy) 08/17/2016. 5) f9. Approximate age of device 2.5 year(s). 6) h6. Event problem and evaluation codes (refer to coding manual) patient code(s): 2199. Device code(s): 1012. Method code(s): 3263. Result code(s): 3221. Conclusion code(s): 92.

Event description:
The event was reported by a customer from USA: "pumps beeping air in line. 1. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? False alarm. 2. Please provide a full detailed description of the treatment settings: unk a. Rate: b. Vtbi: c. Time: 3. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? Unk. 4. After the alarm appeared, was the line re-primed? Unk. 5. Did the alarm occur again after re-priming the administration set? Unk. 6. Was air visibly detected in the line? No. 7. How did the staff try to resolve this issue? By using another pump. 8. Was the issue resolved? No. Human harm: no. Need for medical intervention: no. Delay in therapy: yes".

Manufacturer narrative:
G.1 distributor information: (B)(4). Update from september 05, 2024: this report (ref 3010293992-2016-00201) from 2016 is re-submitted due to FDA request received via email on 29th of august 2024 by (B)(6), problem report specialist in the MDR data systems team. Please note that not all fields from the original report are available in the current format. Where applicable, missing information has been provided here in the comments section. 1) uf/importer report #: (B)(4). 2) f1. User facility or importer - importer. 3) f2. User facility/importer number (B)(4). 4) f6. Date uf/importer became aware of event (mm/dd/yyyy) 08/17/2016. 5) f9. Approximate age of device 2.5 year(s). 6) h6. Event problem and evaluation codes (refer to coding manual) patient code(s): 2199. Device code(s): 1012. Method code(s): 3263. Result code(s): 3221. Conclusion code(s): 92.